Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flogard solution administration set leaked. The set leaked cyclofosphamide from a pin hole a few millimeters from the ¿hard connector¿ on the patient end. The drug was reported to have trickled out onto the patient. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.